Manufacturer narrative:
Pc-(B)(4). Additional summary: it was reported performance fixation feature breakage. An labeled winding former and a dispensed needle/suture were returned for analysis. During the inspection visual of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab was broken off when trying to fix the tab¿.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and a barbed suture was used. Upon evaluation of the device returned, it was found that the two sides of the fixation tab were broken. It had been reported that during the procedure, the fixation tab was broken off when trying to fix the tab. There were no adverse consequences to the patient. No additional information was provided.